Event description:
Reporter stated patient was implanted with an omni arc hip implant in his left hip on (B)(6) 2013. After a year of implant patient begin to developed pain at implant site and had a lump that was thought to be a seroma. Patient went back to his doctor and a series of evaluation and test was done and it was discovered that patient has cobalt in his blood. The level of cobalt was (2) two. An aspiration of the hip joint was performed by his doctor and a large infusion was found in his hip joint which has a higher level of cobalt. Patient was diagnosed of metallosis. A surgery date was scheduled for (B)(6) 2018. On (B)(6) 2018 the surgeon removed a defective hip implant which has infused into the bone. When the defective implant was removed there was a large amount of fluid in the hip with mental shaving and corrosion was also noted. A picture of the defective implant is available. In the process of removing the implant, the greater and lesser trochanter has fractured from the hip. Reporter believe this is not the fault of the surgeon because the bone fractured on its own in the natural process of trying to remove it. A new hip implant was put in which are all titanium and the implant was all cabled together with a synthetic cable. Patient was discharged to home on (B)(6) 2018. Patient was home for two weeks and then developed muscle spasm and hip pain. He was unable to stand or walk. He was transported to the hospital by an ambulance and was readmitted to the hospital under dr. (B)(6)'s care. Further x-ray revealed that the cable has slipped and the fracture has moved. Patient was in the hospital for five (5) more days to stabilize the pain and to prevent further damage or movement of bones of the fractured site. On (B)(6) patent had another orthopedic surgery to put in another metal device to stabilize the fracture. More cables was also inserted to stabilize the fracture. After the 2nd surgery, the lesser trochanter slipped again out of the hip. On (B)(6) patient had another surgery where the lesser trochanter was successfully stabilized. On (B)(6) patient was discharged from hospital and was admitted into point meadows rehab center and he is still at the rehab center and he has a very large brace going from the left knee through the left hip up around his waist. He is on very strict rehab precaution in order not to destabilize the fractures. Reporter does not know how long patient would be at the rehab but believe until patient is stabilized.